Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report numbers 1627487-2022-03512, 1627487-2022-03513. Additional information revealed that all of the leads had migrated and were wrapped around the ipg in the pocket. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18596. It was reported that x-rays showed that the patient's l3 leads had migrated. Reportedly, the patient has experienced weight loss since the implant procedure. Surgical intervention is anticipated.